Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient¿s medical history included the patient being a paraplegic from a previous intravenous street drug overdose and an extensive mental health history. It was reported that the physician attempted to perform a catheter dye study. When he tried to perform the dye study it was found or was suspicious of being a flipped pump. The environmental, external or patient factors that may have led or contributed to the issue was the patient had an extensive mental health past and was possibly a ¿flipper¿. Surgical intervention did not occur but was planned and scheduled for on (B)(6) 2021. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was taken to surgery for a catheter/pocket revision. Upon opening the pump pocket, it was noted to be full of purulent drainage and infection. The physician then made the decision to remove both the pump and the catheter due to the infection and they would look at implanting a new system in a few months when the infection was cleared. It was also noted that the patient was a ¿flipper¿ and had flipped the pump numerous times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# /serial#: (B)(4) , implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving gablofen and dilaudid via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the hcp believed that the pump was flipped and most likely there was a catheter issue again. They were unable to refill the patient¿s pump today and around 3 days ago the patient was no longer getting efficacy. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a flipped pump before and had a revision and at the revision the catheter was tangled as if the patient was flipping her pump (see manufacturer¿s report # 3004209178-2020-15884). An x-ray and CT scan were done. The hcp did lateral side views of the pump and he saw that it looked like the less dense side was facing up towards the skin confirming that the pump was flipped. The hcp was not sure if they would fix the issue as they were worried that the patient would flip it again. The hcp was going to discuss with the patient and go from there. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.